Event description:
It was reported that the pump battery was unresponsive. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.